Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a bipolar maryland forceps was being used during the time of the vaginal cuff closure / suture after the vaginal incision during a laparoscopic hysterectomy procedure with robot support. During suturing of the left vaginal cuff, an instrument error occurred due to a broken insulator. There was a sense of discomfort / abnormality in opening and closing the jaws (could not be opened and closed intuitively). The broken bipolar maryland forceps was visually inspected and removed along with the port, in accordance with protocol. After the broken bipolar maryland forceps was removed, the surgical field and instrument were checked, but there were no retained fragments identified. The bipolar maryland forceps was replaced with another instrument to complete the vaginal cuff closure and the procedure was completed. There was no patient injury.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs indicated that the bipolar maryland forceps was connected to a sterile interface module that was attached to arm cart assembly 1. The total use time of the bipolar maryland forceps was one hundred and ninety-one minutes with a total use count of three. An error code was experienced due to the instrument drive coupler position being out of specified limits. The error code reports an error message stating, "danger: arm instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". This error disables the motors of the instrument drive unit, requiring the instrument to be removed and detached following the disabled instrument workflow. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and not returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a bipolar maryland forceps was being used during the time of the vaginal cuff closure / suture after the vaginal incision during a laparoscopic hysterectomy procedure with robot support. During suturing of the left vaginal cuff, an instrument error occurred due to a broken insulator. There was a sense of discomfort / abnormality in opening and closing the jaws (could not be opened and closed intuitively). The broken bipolar maryland forceps was visually inspected and removed along with the port, in accordance with protocol. After the broken bipolar maryland forceps was removed, the surgical field and instrument were checked, but there were no retained fragments identified. The bipolar maryland forceps was replaced with another instrument to complete the vaginal cuff closure and the procedure was completed. There was no patient injury.